Manufacturer narrative:
Concomitant device (listed as "mityvac green pump" in original report), a vacuum pump, lot no. Jb013, model nol 022l, was evaluated. See attached. Codes for concomitant device: method: 10-31 results: 708 conclusion: 74. Inspection results: visual - good, ashcroft digital readout - (inches of mercury under vacuum) 1st test pump gauge reading - 10" ashcroft reading -10.5", 2nd test: pump gauge reading - 15" ashcroft reading -15.7", 3rd test: pump gauge reading -24" ashroft reading -23.4" 4th test: pump gauge reading -11" ashcroft reading -12". Vacuum test: plugged port and pumped vacuum to 20", after 10 minutes, procedure repeated, test repeated 3 times. Results: no leaks - vacuum held. Conclusion: this pump(lot#jb013) was found to be in above average condition with no minor or major defects.

Event description:
"Infant delivered [after] the assist of a vacuum extractor. Two hrs later he developed [shortness of breath], poor profusion, hypotension and head swelling. Cause of death was listed as a sub-galeal hemorrhage."